Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior fusion at l4-5 with the use of the medical device (spinal screw). About 2 years post-op, iliac bone graft, which was implanted in the initial surgery, in the intervertebral space between l4 and l5, was observed (in an x-ray) to dissolve away. In addition, intervertebral instability (at l4 ,5) and screw loosening were found. Reportedly, cage insertion and fusion lengthening (undecided) will be operated in revision surgery; the physician considered the possibility of screw loosening by overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.